Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the syringe markings were ¿rubbing off¿ of a bd¿ oral syringe with tip cap. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two bags containing 136 10ml packaged syringes and one photo was received by bd canaan and confirmed to be from batch #723557 (p/n 305209). The samples were visually evaluated. The syringes were found to have missing print around the grad line. Based on sample evaluation, product defect is confirmed. Device history record review(DHR)was performed and printing records were reviewed as part of the DHR review. All visual inspections were performed as per requirement. Issues with the printer occurred that resulted in misprinted barrels. A quality notification was issued for missing print during the manufacture of this batch. Issues were addressed and product was requalified per applicable aql. Batch 7235507 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. This is the only complaint for scale marking issues in batch #7235507 received to date. No other complaints have been received and no similar issues in this product have been observed in other batches since 7235507. After investigating the issue, the root cause at this point could not be determined. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.